Event description:
Pt had a cerebral angiogram in 2007. During the night, the pt's right leg was weak. On the next day, the pt's right foot was cool. Pt was taken to the operating room for a thrombectomy of the right iliac, common femoral artery resection and right leg fasciotomy. During the operation, it was discovered that a perclose prolene suture had gone through the front and back wall of the artery. Dates of use: 2007. Diagnosis or reason for use: subarachnoid hemorrhage.